Event description:
The customer reported the evis exera iii bronchovideoscope relayed an error b30 when plugged in prior to use. The customer reported the scheduled procedure was completed with no delay or extension of sedation or anesthesia. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing of the device, the reported issue was not confirmed. Inspection and testing did not identify any product issues. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was not reproduced. A definitive root cause could not be established as no defects that could have led to the suggested event were confirmed. Olympus will continue to monitor field performance for this device.